Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The unit had a broken pole clamp and cracked tank cover. The pcb and power switch on the unit were also outdated. The customer reported product problem (failure to power on) was confirmed during testing. This issue occurred because the connection between the pcb and power switch was damaged. The damage was attributed to user. This was established as the root cause. Normal wear also contributed to the problem. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
It was reported that the pump on the level 1 hotline low flow system (hl-90) was not turning on. No patient injury or complications were reported in relation to this event.